Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 562026. UDI: (B)(4).

Event description:
It was reported that the patient experienced anterior stimulation in the chest and abdomen, and the implantable pulse generator (ipg) was subsequently turned off to avoid further discomfort. X-ray was done which showed that one of the leads had migrated. The patient underwent a revision procedure wherein one lead and ipg were replaced. The patient was doing well postoperatively, and the explanted device components were not returned.